Manufacturer narrative:
(B)(4). The pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, the pump was received with a cracked keypad overlay, cracked battery tube threads, and missing display window cover.

Event description:
Information received by medtronic indicated that the insulin pump battery was not conducting power. Customer stated insulin pump foil inside the compartment for the battery to work and already sent battery cap but still same issue. Customer stated battery compartment and spring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.